Event description:
It was reported that during a proximal humeral implant surgery on (B)(6) 2013 the surgeon left the guide block to the 3.5mm lcp periarticular proximal right humerus plate in the patient. Reportedly the guide block was left on the proximal part of the plate at the first screw position. An x-ray the day after the surgery showed the guide block. The guide block was removed on (B)(6) 2013. This is 1 of 1 report for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The raw material width feature failed to meet specification requirements due to undersized condition. Ncr us1045021 was dispositioned as use as is for item 1. This non-conformance will not adversely affect the overall part quality. A review of the device history record revealed no complaint related anomalies. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The device appears to be in working order. The connection screw is also included with the guide block. The part number and lot number etch are legible. Do not implant is also is also visible in bold font on the top surface of the part. Although this risk is adequately addressed in the risk analysis and the part is clearly etched do not implant, the surgical technique outlined in the u.s. Version of the technique guide has no reference to removing the guide block. Considering the technique guide is referenced as a reduction measure in the risk analysis, this omission needs to be addressed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.